Event description:
On (B)(6) 2013, the patient contacted and animas representative and alleged the following: at the time of the call, his blood glucose (bg) was f 50mg/dl and felt like he was going to pass out. He stated that he was at the ER at this time and on an IV . Patient stated, he had no time to troubleshoot the pump, and hung up when he was asked to call back prior to discharge to troubleshoot the pump. The animas representative called back and was told the patient was unable to troubleshoot at that time, but that the ¿but the pump was working right and that caused him to be in the hospital. Although no specific evidence of pump malfunction, defect, or misuse was reported, this compliant is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.